Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit by replacing the data acquisition to motor controller cable. The device is back in service.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; spi bus failure. No patient harm was reported.